Event description:
As reported from our affiliates in united kingdom, during a case involving a 23mm sapien 3 ultra transcatheter heart valve in aortic position by transfemoral approach, upon inflation at nominal pressure, the commander delivery system balloon burst. The valve was fully deployed with good result. Upon retrieval of the commander system with burst balloon, resistance was felt pulling into esheath, and it appeared that the split balloon would not advance through esheath. It was managed to pull the system into the esheath; however, the balloon split, and the nose cone and half of the balloon were left behind in iliac. The balloon and nose cone were snared and dragged into a new 18f cook sheath. Final leg shot showed slow flow. Vascular surgeon did small cut down to restore flow. Patient was recovering well. Pictures provided by the customer showed full circumferential delamination of the sheath liner with the c-marker exposed.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Updated b5 and h6: device code.

Event description:
As reported from our affiliates in united kingdom, during a case involving a 23mm sapien 3 ultra transcatheter heart valve in aortic position by transfemoral approach, upon inflation at nominal pressure, the commander delivery system balloon burst. The valve was fully deployed with good result. Upon retrieval of the commander system with burst balloon, resistance was felt pulling into esheath, and it appeared that the split balloon would not advance through esheath. It was managed to pull the system into the esheath; however, the balloon split, and the nose cone and half of the balloon were left behind in iliac. The balloon and nose cone were snared and dragged into a new 18f cook sheath. Final leg shot showed slow flow. Vascular surgeon did small cut down to restore flow. Patient was recovering well. Pictures provided by the customer showed full circumferential delamination of the sheath liner with the c-marker exposed. Pre-deco observations showed liner completely delaminated, and c-marker not returned.

Manufacturer narrative:
The device was returned for evaluation. The 14f esheath was visually inspected upon return and the following was observed: sheath was fully expanded as designed. Shaft had some curvature. The distal tip was opened as designed. Kink noted 9cm from tip. Circumferential liner delamination with length of 6.5cm from the distal tip. C-marker band was missing. Imagery was provided, and the following was observed: provided 3mensio imagery was not relevant to the complaint event. Device-related photos revealed the delivery system inflation balloon was ruptured and separated and the sheath liner was bunched and delaminated. However, it is unclear if the c-marker band was intact. The sheath liner was fully expanded, and the tip was opened, as designed. Procedural imagery shows the delivery system outside of the sheath within the patient. However, the marker band appears to be intact, and located as expected at the distal end of the sheath profile. The complaints for sheath liner delamination and system component separation during use were confirmed upon visual inspection of the returned device. However, no manufacturing non-conformances were identified during the evaluation. A review of the DHR, lot history, and complaint history supported that a manufacturing non-conformance likely did not contribute to the reported events. A review of IFU/training materials revealed no deficiencies. Furthermore, as there was no note of abnormalities during device preparation, it is unlikely an issue was present out of box. This event reports sheath liner delamination and marker band separation after the procedure that has not resulted in any known patient harm, or a device failure to perform its function. Also, there was no evidence of product non-conformances or labeling/IFU inadequacies identified in the evaluation. Therefore, it is not included in the risk management file. Edwards continues to monitor complaint history on a monthly basis. Therefore, the review of risk management file is complete, and no further action is required. The complaint description states, "upon inflation at nominal pressure, balloon of commander system burst. Valve fully deployed and good valve result. Upon retrieval of commander system with burst balloon, resistance felt pulling into esheath, which appeared to split balloon would not advance through esheath". Per evaluation of the returned device, the liner was fully circumferentially delaminated and the c-marker band was separated and missing. As reported, the delivery system balloon was ruptured. The altered balloon profile can be more susceptible to catch onto the distal tip of the sheath. The ruptured balloon profile likely caught onto the sheath tip during delivery system withdrawal resulting in the liner delamination. As the radiopaque c-marker band would be exposed with the liner circumferentially delaminated, it would be more prone to dislodging from the distal tip, especially if compounded with excessive device manipulation to retrieve the delivery system through the sheath. However, at the time the image was taken, the marker band was present and remained in place within the sheath profile. It is therefore also possible the marker band separated during manipulation on the back table. Location of the dislodged marker band could not be confirmed, and therefore a definite root cause could not be determined. As such, available information suggests that procedural factors (withdrawal of burst balloon, altered balloon profile, excessive manipulation) may have contributed to the complaint events. Since no manufacturing non-conformances or labeling/IFU/training deficiencies were identified, no product non-conformance was confirmed, and the complaint occurrence rate did not exceed the applicable trending control limit, no corrective/preventative actions are required. A product risk assessment (pra) was previously initiated to further investigate the risk associated with separation of the sheath marker band.